Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 07/25/2016. The device has not been returned. Without the device or device serial number, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. This event was captured in a literature article published in december 2015. Follow up has been conducted with one of the authors to obtain additional information such as implanting/explanting physician, implant/treatment date, device serial number, patient information and to verify if the device could be returned for analysis. To date, apollo has not been able to obtain further information. Device labeling addresses the reported event as follow: precautions: as with gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Anti-inflammatory agents, such as aspirin and non-steroidal anti-inflammatory drugs (nsaids), may irritate the stomach and should be used with caution. The use of such medications may be associated with an increased risk of erosion. Adverse events: there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Reoperation to remove the device is required. Warnings: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion.

Event description:
Reported event from journal article titled: "multidetector CT imaging of bariatric surgical complications: a pictorial review", abdominal radiology. CT images demonstrating "incomplete band erosion through the lateral wall of the stomach... 2 days following band placement." Unknown if treatment has occurred. Apollo's approach to compliance is to resolve all doubts in favor of reporting.